Event description:
It was reported that the sound processor became hot with use. Use of the equipment was discontinued, and no reports of patient injury have been associated with this complaint. The processor was returned to the manufacturer for analysis.

Manufacturer narrative:
The initial MDR submitted on (B)(4) 2012, was filed inadvertently. No serious injury nor device malfunction were reported. No further reports will be filed under MFR. Number 6000034-2012-01177 this report is filed august 28, 2013.

Manufacturer narrative:
(B)(4).